Event description:
Same case as 2134265-2013-06826. (B)(4). It was reported that subsequent to a percutaneous coronary intervention (pci) procedure, restenosis occurred at the proximal left circumflex (lcx). In (B)(6) 2007, two taxus express² drug eluting stents were implanted in the distal lcx. In (B)(6) 2010, restenosis was confirmed and the patient was hospitalized. The patient underwent target vessel revascularization. The 75% stenosed target lesion at the proximal lcx was 15.0 mm long with a vessel diameter of 3.0 mm. An unknown size taxus drug eluting stent was implanted in the lesion with 0% residual stenosis. In (B)(6) 2010, during the three-year follow up from index procedure, no angina pectoris was confirmed. In november 2012, during the four-year follow up from index procedure, no angina pectoris was confirmed. In (B)(6) 2012, during the five-year follow up from index procedure, no angina pectoris was confirmed. The patient is currently on plavix 75mg and (B)(4) aspirin 100mg.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).